Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when draining the patient following a percutaneous transhepatic biliary drainage, there was no air pressure within the catheter. It was discovered that there was air leaking from the hub portion of the catheter. Another procedure was reportedly performed using a new product to complete the drainage, with no further patient adverse events reported. The patient is reportedly healthy. The product is reportedly available for return; however, as of the date of this report, no device has been received for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawing, instructions for use, manufacturing instructions, trends, and quality control data, and visual inspection and functional testing of the returned device were conducted during the investigation. Visual inspection and functional testing of the returned device were performed. No cracks or defects were observed on the proximal assembly. Hemostats were used to clamp off the catheter in order to pressurize the proximal assembly. A pressure of 8.1psi was held for approximately 2 min without water leaking from the hub. The failure mode could not be duplicated. However, it is possible that leakage occurred for the customer during use, and fluid dried in the proximal assembly, preventing leakage during returned device evaluation. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A device history record review could not be performed as the complaint lot number was not provided. Per the instructions for use: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. Measures have been previously initiated to address this issue.